Event description:
This is a report of an incident that was observed by baxter personnel during a visit to the (B)(6) hospital unit in (B)(6). The therapy settings were blood flow 200ml/h, predilution 1500ml/h, postdilution 1500ml/h. Seventy seven hours after commencing cvvh white precipitation was observed in predilution and postdilution lines. The lines were changed by the hospital staff. No further information was provided.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was fired on the blood vessel, the jaw became not open after firing. The device was released by firing another device on the tissue of the patient side again and the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note that the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.